Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of deflation was received on september 21, 2022 with lot number: 2623428. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in anterior side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Crease is observed. White particles in device inner surface are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Event description:
The device has been explanted.